Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair using the fast-fix 360, t2 deployed prematurely after deploying t1. Both t's were removed with tweezers. The procedure was completed without significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed found that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. The grey slider is dethatched from the slide. A functional assessment of the device found it cannot function as intended due to the dethatched slider. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.